Event description:
It was reported that the device exhibited a 'battery failure' alarm. There was no patient involvement.

Manufacturer narrative:
E1: address line 2 (B)(6). City (B)(6). H3: one device was received for evaluation. The event history log (ehl) revealed a battery depleted alarm. Functional testing was unable to duplicate the reported problem; however, it was confirmed the in the ehl. It was determined that the backup capacitor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.